Event description:
Pharmacy technical reported over infusion. Total bag volume was 325 ml for a 48 hr intermittent therapy each hour. Infusion started at 3:00 pm and by 8:00 am the bag was dry. Therapy was completed in 17 hrs. No report of pt injury.